Manufacturer narrative:
The reported complaint of the driveshaft of the autopulse platform (sn 24595) will not rotate was confirmed during the functional testing. The root cause of the reported complaint was the brake gap out of specification (too wide), likely attrobuted to a defective component. The brake gap needs to be adjusted to remedy the reported issue. The autopulse platform failed the initial functional testing due to user advisory (ua) 45, unrelated to the reported complaint. The root cause was the driveshaft not being at the "home" position. The driveshaft needs to be rotated back to the home position to clear the ua 45 error. Multiple ua 45 errors were recorded in the archive data. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse platform is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed. The band clip was not in the driveshaft when the platform was received, thus not confirming the secondary report. Zoll is awaiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the customer reported that the driveshaft of the autopulse platform sn (B)(4) will not rotate, and the lifeband was stuck. The customer removed all the cloth by cutting the lifeband, however, the driveshaft will not rotate, and the lifeband clip was unable to be removed from the driveshaft. No patient involvement.

Manufacturer narrative:
Zoll has received the autopulse platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.